Event description:
Recurrent mitral valve insufficiency with ruptured papillary muscle. The papillary muscle tear was the cause of the recurrent valve insufficiency. No further information was provided.